Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202_90, the correct lot number is 17216.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of lot number, system risk analysis (sra), visual analysis of product return, retains analysis and concomitant product evaluation. The DHR was reviewed by the supplier and confirmed no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/20/2016 to 12/1/2016 and trending was not exceeded. The sra indicates the risk associated with this reported quality problem with no impact on safety is considered to be "low." Complaint sample were not returned by the customer, therefore, no visual analysis was performed. The supplier performed retains testing on retained product of the same lot and concluded no anomalies with the retained product. Concomitant product evaluation determined a preventative maintenance was performed on-site by asp field service engineer for the sterrad® nx sterilizer. The unit met specifications and was returned to service on 11/07/2016. It is inconclusive whether the maintenance performed is related to the complaint issue. It is unlikely the chemical indicator issue was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to the reported issue and lot history review found trending was not exceeded in this lot. The issue will continue to be tracked and trended.

Manufacturer narrative:
Additional information from the asp field service engineer (fse) confirmed the customer stated no issue occurred with the sealsure ci tape, lot # 17216 in association with the sterrad® nx and was reported by the customer in error. The customer stated the chemical indicator issue with the sealsure tape occurred instead with their sterrad® 100s and was captured within (B)(4), MDR 2084725-2016-00734.